Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting the final pick-up of the liberty cycler and pd supplies. He stated that the cycler was not draining him completely which resulted in his hospitalization and ultimately changing modalities from pd to hemodialysis. Several attempts, including written, to the patient's pd nurse to confirm this event have been unsuccessful.

Manufacturer narrative:
(B)(4). Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested the patient's medical records, but they have not been provided. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device investigation.